Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose level was not impacted. The occlusion alarms were cleared and insulin deliveries were resumed. Tandem technical support discussed possible causes of occlusion alarms with the customer.